Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and venous thromboembolism requiring bilateral total knee replacement. The filter was deployed via the patient's right common femoral vessel. The guide wire was advanced under fluoroscopic vision into the femoral and iliac systems and into the inferior vena cava. The needle was exchanged for a 6 french sheath and dilator. Through direct sheath injection an inferior vena cavagram was obtained. The inferior vena cava was felt to be an adequate vessel for filter placement, with no thrombus seen. The filter was placed directly below the renal veins into the correct anatomical position. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported events approximately fourteen years and three months after the index procedure. The patient also experienced anxiety.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient reported becoming aware of the event approximately fourteen years and three months post implant. The patient also reported experiencing anxiety. According to the implant record the indication for the filter placement was venous thromboembolism and requiring bilateral total knee replacement. The filter was placed via the right common femoral vein and deployed directly below the renal veins into the correct anatomical position. Prior to deploying the filter, through direct sheath injection an inferior vena cavagram was obtained. The inferior vena cava was felt to be an adequate vessel for filter placement, with no thrombus seen. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical cue and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.